Manufacturer narrative:
(B)(4). Date sent: 12/20/2021, h11: corrected data = d1; d4.

Manufacturer narrative:
(B)(4). Date sent: 01/27/2022. D4: batch # t5e825. . Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs25a device arrived with no apparent damage. Only anvil half washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. Reattach the anvil by sliding the anvil shaft over the trocar and pushing until the anvil snaps into its fully seated position. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the device was connected to the anvil and dialed down and fired the device. After firing, the device was removed ¿snaking¿ the device left and right. When the stapler was removed it was seen that the anvil was not attached and was still in the colon. Using a hand port that was already inserted the surgeon pushed the anvil down by hand till his partner was able to remove from the rectum. Two complete donuts were inspected, leak test was preformed, and no leaks were detected. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) the lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.